Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the main lamp was not igniting after replacing the main xenon lamp on their evis exera iii xenon light source. The customer indicated the spare lamp was working. The issue was found during preparation for use. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Technical support advised the customer to test the lamp on a working similar unit and it was confirmed the lamp was working correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.